Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. Device received with pillowing keypad overlay and cracked select button keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer went to hospital due to high blood glucose level and dehydration on (B)(6) 2020. Customer' blood glucose level was 600 mg/dl. Customer was treated with insulin drip. Customer had blood glucose level was 296 mg/dl. Customer was using auto mode. The insulin pump will not be returned for analysis.